Event description:
In (B)(6) at (B)(6) office reported pt passed away; cause of death not provided. No onset date was given. Dose or amount: 48 mg milligram(s), frequency: once, route: intra-articular, therapy start date: (B)(6) 2018. Unilateral primary osteoarthritis of left and right knee.